Event description:
It was reported that the device created uneven pressure and a fail alert was displayed. There was no harm or adverse event for patient, operator or third party reported. This was noticed before the surgery. No further information received. Update avoe 10-may-2021: it was confirmed that the errors occurred before the patient was connected to the device. The tubing used was 2. Ar-6425. There was a pressure failure alert.

Manufacturer narrative:
Event description: it was reported that the device created uneven pressure and a fail alert was displayed. The reported event was confirmed. The service evaluation revealed a worn motor.